Manufacturer narrative:
Correction: h6 (ime/annex e), additional codes (imf/annex f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and delivered anti-tachycardia pacing and a shock. It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response (rvr), therefore the therapy was inappropriate. It was also noted that there was right atrial (ra) lead undersensing triggering device classified false termination of at/af event(s) and an increasing ra threshold. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular tachycardia (vt) and delivered anti-tachycardia pacing and a shock. It was suspected that the rhythm was atrial fibrillation (af) with rapid ventricular response (rvr), therefore the therapy was inappropriate. It was also noted that there was right atrial (ra) lead undersensing triggering device classified false termination of at/af event(s) and an increasing ra threshold. The ra undersensing was noted to have possibly caused the inappropriate therapy as it may have resulted in the misinterpretation of the episode and caused the discriminator to not be applied correctly. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1, b2, b5, h6 (fdd/annex a) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.